Event description:
It was reported that the healthcare professional (hcp) stated they had a patient whom they interrogated in office and the in-office check displayed an atrial fibrillation (af) episode that occurred in the past but was never reported on remote checks. When looked at the remote monitoring network it did not show up on the logbook at all but it shown up on the logbook on the in-office check. Technical support was provided, explained that this af episode was adjudicated as false by the artificial intelligence (ai) algorithm and that was the reason why it was not in the remote monitoring network. The hcp further stated that they showed this af episode to their providers in the office and they believe this was a true af episode and the ai detection was wrong.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A report is being submitted for investigation completion. The product and clinical data were received for evaluation. After a thorough and meticulous review of the episode from the patient, our licensed annotations specialists had concluded that the episode was correctly labeled and identified as false atrial fibrillation (af) and properly withheld by the artificial intelligence (ai) algorithm from the remote monitoring network. During  evaluation using the visualization platform, observed sinus tachycardia with visible p waves and ectopy (likely premature atrial contraction (pacs)/premature junctional contraction pjcs) and some sinus arrythmia and noise. These findings were confirmed by two members of the annotation team. The most likely cause of the event is user confusion. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the software application is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.